Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: february 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible screwdriver was difficult to remove after locking the rotational mechanism in an unknown nail during a procedure on (B)(6) 2016. The surgeon tapped on the screwdriver with a mallet to remove the device. The screwdriver was removed and the surgical technician noticed that the screwdriver had broken in two pieces at the junction of the blue handle. The surgery was successfully completed with no harm to the patient. Concomitant device reported: unknown nail (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 5mm hex flexible screwdriver (part: 03.037.028 / lot: 9298607) was received for evaluation. A visual inspection and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The complaint condition is confirmed. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. It locks/unlocks the locking mechanism section of the tibial nails. Upon visual inspection of the complainant part, the shaft had a transverse fracture near the handle portion of the instrument. The balance of the device showed some wear and tear signs. A review of the current design drawing for the top level drawing for the screwdriver was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The manufacturer is unable to determine a definitive root cause; however, the complaint condition was most likely caused by over-torquing of the device. It is not likely that the design of the device contributed to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.